Manufacturer narrative:
The device was explanted due to infection. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc, were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. Upon receipt the ICD was interrogated, revealing a device status bol. The device was implanted for 2 months and 1 charging cycle was recorded to the device memory. The memory content of the device was inspected. The inspection revealed no indications of a device malfunction. Particularly the recorded iegm's demonstrated a correct device behavior with regard to the therapy functions of the ICD. In summary, the infection was not device related. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - on (B)(6) 2013, the pt was hospitalized in the internal department due to fever up to 39c. Blood cultures were positive to staphylococcus epidermidis, the pt was treated with IV vancomycin. Abdominal us were in order. Tee indicated of possible infection around crtd's electrodes. The diagnosis was bacterial endocarditis. After consulting an electro-cardiologists it was decided to explant the system. On (B)(6) 2013 the pt underwent a system extraction. On (B)(6) 2013, the pt returned to continue treatment with IV vancomycin. During hospitalization the pt's condition improved, hemodynamic stabilization with no fever. Repeat blood cultures were negative. On (B)(6)2013, time 06:55 he was found dead in his bed.

Manufacturer narrative:
The products were not returned for analysis. Therefore, the quality documents associated with the manufacture of these particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance tests. The biotronik sterilization protocols confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranes. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not product related.